Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
The recipient_s hearing with the device has been affected. As per the recipient_s father, his son_s hearing appeared to be affected after he came back from school. It's reported that the recipient can still hear, turning his head when hearing low sounds, but when he repeats words they are mispronounced. No report of a trauma/accident has been received. Re-implantation is considered but no date has been scheduled.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient's hearing with the device has been affected. As per the recipient's father, his son's hearing appeared to be affected after he came back from school. It's reported that the recipient can still hear, turning his head when hearing low sounds, but when he repeats words they are mispronounced. No report of a trauma/accident has been received. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's hearing with the device has been affected. It's reported that the patient can still here when he turns his head, but when he repeats words they are mispronounced. So far it is unknown if there was any trauma/accident related to it. Possible consequences and further processing is unknown.